Manufacturer narrative:
H4: the lot was manufactured from march 17, 2020 - march 18, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and only the lot number/date information of the bag with solution without the middle port was observed. The reported leak at the middle port is not clearly observed via the photograph and due to the nature of the returned sample no additional testing could be performed. Therefore, the reported condition could not be verified or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. The leaks were discovered after compounding, prior to patient use. There was no patient involvement. No additional information is available.